Event description:
It was reported that right ventricular (rv) lead was exhibiting high impedance measurements above 3000 ohms and high capture thresholds with noise due to an insulation issue. The patient presented to the hospital with an injury and settings were reprogrammed. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.